Event description:
Note: this report pertains to the second of the hologic devices used in the same procedure. See medwatch, manufacturer's report # 1222780-2013-00215. It was reported a physician performed an uneventful myosure for uterine tissue removal procedure and then immediately performed a novasure endometrial ablation on a pt that had some "angulation of the uterus". The pt presented to the emergency room "approximately 48 hours post-procedure and reported a temperature of 105 degrees f at home associated with abdominal pain. In the emergency room she was afebrile but had an elevated wbc [white blood count] with left shift. A CT [computed tomography]-scan and upright x-ray were negative. She eventually had a temperature to 102 degrees f along with diffuse rebound tenderness and uterine tenderness on examination. She was admitted for treatment of endometritis. All cultures to date have been negative". Admission date was (B)(6) 2013. Discharged date is unk.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore ,the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).